Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected sensor updating alert and the blood glucose value was 495 mg/dl at the time of the incident. Troubleshooting was performed and the customer was advised that the issue may be caused by an incorrectly inserted sensor or a sensor damaged during insertion. The customer stated that the sensor will need to be changed. The device will be replaced and not returned.